Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced blockage. The patient was sick on (B)(6)2024, had fever, had confusion, was feeling sick/unwell, had headache, was tired/weak, had extremity pain/cramps,increased thirst stomache started hurting. Therfore, the patient was admitted to hospital on (B)(6)2024 at 2:00 am due to fever and high blood glucose level of 1320 mg/dl. Further, the patient was transferred to intensive care unit. The patient stayed in hospital for four days. No further information available.